Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ¿wires¿ kept kinking up and knotting up on the pacemaker and that they had to keep changing the ¿battery¿ too. The patient had surgery for the leads knotting up and changing the battery. No further complications were reported/anticipated.